Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during the procedure. It was reported that the procedure was to treat a lesion at the left anterior descending artery (lad) 2 after a pre dilatation. A non-abbott stent 3.0 x 12 mm was deployed at the target lesion, but it moved. The lesion crossing was difficult. The physician decided to insert a 3.0 x 8 mm multi-link 8 stent delivery system (sds) to complete the lesion treatment; however, the result was not satisfying. After deployment a dissection was detected, so a 3.5 x 15 mm multi-link 8 stent was placed and deployed to treat the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the product instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closer of the vessel, requiring additional intervention (CABG, further dilation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.